Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04695. It was reported the pt had fallen, and had increased pain, as well as new pain. The sjm rep met with the pt and noted 2 invalid contacts with his lead; stimulation coverage could not be attained through reprogramming. In addition, the pt reported discomfort at the ipg site. The physician opted to replace the entire system. F/u identified the pt received effective stimulation postoperative.

Manufacturer narrative:
Eval: results - the complaint was confirmed. Functional and mechanical testing of the ipg revealed a broken feed through wire on channel 16. Despite the pt program parameters were lost during analysis, the reported ineffective stimulation was likely due to the broken feed through wire on the ipg and electrical open on the lead. It was found that the ipg would not communicate with a test pt programmer. However, communication was established when the discoloration on the antenna feed through wires were cleaned. The lack of communication was due to the discoloration. The discoloration was likely due to the cored septa. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.